Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log did not confirm the reported event of a low transmitter battery. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data. However, the data evaluation did confirm a transmitter failure. The root cause could not be determined post-investigation. Based on the findings of transmitter failure, this issue has been upgraded from non-reportable to reportable.